Event description:
It was reported that the patient underwent a replacement surgery due to loss of firmness of this spectra penile prosthesis (spp) which made sexual intercourse was impossible. A new malleable prosthesis was implanted. The patent had a stable outcome.